Event description:
It was reported that unspecified sensor issue occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number 8ecdbt was provided for evaluation. The allegation was confirmed as signal loss over one hour was found. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of unspecified sensor issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.